Manufacturer narrative:
E1. Phone number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a5, a6, b1, b5, e1, g2, h6.

Event description:
Healthcare professional reported left side "intra capsulare rupture discovered per operating and capsular contracture baker grade I." Healthcare professional later reported "silicone perspiration discovered during surgery." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "intra capsulare rupture discovered per operating and capsular contracture baker grade I." Device has been explanted.

Event description:
Healthcare professional reported left side "intra capsulare rupture discovered per operating and capsular contracture baker grade I." Healthcare professional later reported "silicone perspiration discovered during surgery." The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed an opening assessed as unidentified (tear) opening (shell thickness within specification). ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ gel bleed: not observed since the shell barrier can be observed through microscopic inspection. As per the investigation procedure creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b3, b6, h6.

Event description:
Healthcare professional reported left side "intra capsulare rupture discovered per operating and capsular contracture baker grade I." Healthcare professional later reported "silicone perspiration discovered during surgery." The device has been explanted.